Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received six inappropriate shocks.   The device was started up at 23:25:19 on (B)(6) 2022. From 22:46:29 to 22:54:20, asystole was detected four times. ECG shows atrial flutter from 20-10 bpm with pvc degrading to asystole with intermittent cardiac activity and CPR/motion artifact. At 22:55:54, the patient received the first inappropriate treatment. The rhythm at the time of treatment was asystole with intermittent cardiac activity and CPR/motion artifact. The post shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. At 22:56:54, the patient received the second inappropriate treatment. The rhythm at the time of treatment was asystole. The post shock rhythm was asystole. At 22:59:25, the patient received the third inappropriate treatment. The rhythm at the time of treatment was asystole with CPR/motion artifact. The post shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. At 22:59:47, the patient received the fourth inappropriate treatment. The rhythm at the time of treatment was asystole with CPR/motion artifact. The post shock rhythm was asystole with motion artifact. At 23:01:46, the patient received the fifth inappropriate treatment. The rhythm at the time of treatment was asystole. The post shock rhythm was asystole. At 23:02:14, the patient received the sixth inappropriate treatment. The rhythm at the time of treatment was asystole. The post shock rhythm was asystole. The device was shut down at 00:23:28 on (B)(6) 2022. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.